Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer attempted to open with a clicking sound but only opened intermittently. A field service engineer (fse) manually pulled the drawer open and found it to be very stiff when sliding on the rails and when closing. Attempts to adjust the slide rail tracks were unsuccessful, so both slide rails were replaced. After the repair, the full height drawer opened and closed properly and slid smoothly on the new rails. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ pro medstation¿ es, the drawer 5 failed, which located on mrh-c3-med-orange. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.